Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that during the firmware upgrade, the telemetry wand moved and the pacemaker entered backup vvi operation. A device download was performed successfully and the device was restored.

Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.